Manufacturer narrative:
(B)(4). All pertinent information known to the manufacturer has been submitted.

Manufacturer narrative:
Only specified as a tecnis toric intraocular lens. Serial number and expiration were not provided. Unknown as the serial number was not provided. All pertinent information availble to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was implanted at 002 degrees and on follow up (B)(6) 2014 lens rotated to be at 30 degrees. Cataract removal was uneventful. Visual acuity day 1 post-surgery was 20/200 pinhole (ph) to 20/20, day 7 post-op visual acuity was 20/40 ph 20/25. Repositioning of the iol was discussed as a possible remedy but the patient has other (unspecified) medical issues that prohibit the procedure. Patient outcome given as ''permanent impairment". Model: zct225, catalog #: zct225u120, expiration: 1/05/2017. Lens remains implanted. (B)(4). Changing from malfunction to serious injury. Mfg date: 02/05/2013. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to the quantity was found. No deviation or non-conformance (ncr) was generated during the manufacturing of the production order. Device history records show no other complaints for the production order. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from a physician that the tecnis toric intraocular lens (iol) that she implanted in (B)(6) 2014 rotated by 30 degrees. Additional information has been requested.